Manufacturer narrative:
(B)(4). (Exemption number e2015033). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Other damages found during investigation are most likely related to explantation surgery. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient no longer has any sound perception with the device and swelling was reported over the implant site. The child reported a fall while on the school playground but this could not be confirmed by an adult. Patient was re-implanted.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no sound perception with the device. External parts have been checked without improvement. Family reports no incident of accident or trauma.